Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic left hemicolectomy upon firing, a blue piece came out of the device and was retrieved. The event occurred in use for patient. The procedure was completed with another device. Nothing fell into the patient's cavity. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first cartridge was received not applied. The second cartridge was fully applied. A small piece of what appears to be blue latex was received in a small container. No other visual abnormalities were observed. Functionally; a pmv representative instrument was used for all functional testing. The first cartridge was loaded into the pmv representative instrument, the firing handle was actuated and the clip formed properly onto the test media. The second was received fully applied. The root cause of the observed condition could not be reliably determined due to the blue latex; however, based on observations the most likely root cause for the observed condition was determined to have occurred during handling of the cartridges. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.